Event description:
The customer reported the generation of false low sodium (na) patient results on their au5800 chemistry analyzer. The erroneous patient samples were not reported out of the laoratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided initial results for three (3) patient samples.

Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer remotely to evaluate the au5800 chemistry analyzer. The customer stated they cleaned the ion-selective electrolyte cup and stirrers, replaced tubing and inspected electrodes and seals. Cts identified the failure mode as defective tubing. Replacement of the tubing resolved the issue. Instrument performance was verified and no further issues were reported. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).